Event description:
A nurse reported that during surgery a system message displayed and the ultrasound power was unavailable. The surgeon completed the surgery with aspiration only (no ultrasound), and no pt harm was reported. The event resulted in a surgical delay of about 30 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).